Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer was changing the pump supplies every 7 days. Tandem customer technical support informed customer that changing the pump supplies every 7 days is off label per tandem user guide. Customer¿s blood glucose level was 342-high mg/dl on the continuous glucose monitor. Elevated blood glucose levels were addressed by manual insulin injection.